Manufacturer narrative:
The small grasping retractor instrument (pn: 470318-08, ln: s11150926 0030) involved with this complaint was received and device evaluation was completed. Failure analysis (fa) concluded that the reported grip failure was confirmed. The instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and one grip cable was found to be broken at the clamping pulley, resulting in loss of tension at the wrist. There were 4 uses left. Site history review was conducted and no additional product complaints related to this product were identified. A review of the system and instrument logs was performed for event date (B)(6) 2018 on system (B)(4). There were no observed events in the system logs that would suggest any product issues that may have led to the injury, and logged events are in line with normal system functionality. Additionally, all other instruments used in the case were used in subsequent procedures with the exceptions of single use items or items on the last remaining use during this procedure, and a tip-up fenestrated grasper (pn 470347-08, sn: (B)(4)) that had 2 of 10 uses remaining. A site review shows no complaint filed against said instrument. A review of the event by our internal medical safety officer has provided the following information after reviewing the case information provided: there was not enough information to provide further assessment of the events that occurred during the case. The complaint is being reported due to the following conclusion: it was reported that the patient experienced a bowel injury that required intervention to repair. The intervention was a second, unplanned, end to end anastomosis performed, distal to the first. The cause and etiology of the patient's operative complication of a bowel injury is unknown. The site stated that during the case a small grasping retractor instrument (pn: 470318-08, ln: s11150926 0030) had grip issues during the case. Intuitive surgical, inc. (Isi) has made several attempts to obtain additional information from the customer but, at this time, isi was not able to obtain further details regarding the operative complications and although the customer does not believe the product issue contributed to the event, the customer could not rule it out. Follow-up was attempted, but some patient information was either unknown, unavailable, or was not provided. The expiration date is not applicable. The product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was found to have a broken/ loose cable issue. The patient was found to have a bowel defect during insertion of an eea stapler instrument, which is a product manufactured by a third party. The surgeon performed an anastomosis distal to the bowel defect. Although it was reported that the patient sustained an intra-operative complication, the site¿s robotics coordinator indicated that they do not believe the instrument in question or the da vinci surgical system caused the bowel defect. The customer attributed the bowel defect to the condition of the tissue which was described as being very friable. On 19-may-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that during the da vinci-assisted colostomy closure procedure, a da vinci small grasping retractor instrument was found to have a broken/ loose cable issue; it was functioning at the beginning of the procedure but then would not grasp tissue as it should have. While the surgeon was performing a planned end to end anastomosis stapling, there was an unexpected bowel perforation adjacent to the anastomosis; a bowel defect during insertion of an eea stapler instrument. The surgeon was performing an anastomosis distal to the bowel defect when the bowel defect was observed. The medical intervention required to repair the bowel defect was a second end to end anastomosis; performed distal to the first. It was noted that an eea surgical circular stapling instrument/device was in use during the procedure.